Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 120-250 mg/dl while wearing the pod for a few hours. The patient reported being unsure if the cannula was properly seated in the infusion site. The pod leaking insulin during wear was also reported. When removed from the infusion site, the pod's cannula was found bent. The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Additional method of treatment was not provided.